Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6), associated driveline boot cover with unknown lot number, and controller ((B)(6)) were not returned for evaluation. No performance allegations were made against (B)(6). A review of the pump's and controller¿s device history record was not performed as the reported event and analysis associated with these devices are not related to a manufacturing or servicing issue. A review of the driveline cover's device history review could not be conducted since the lot number was unknown. There was no evidence that the driveline boot cover associated with (B)(6) had previously been serviced. Log file analysis report available revealed that power consumption stayed within normal operating range with no alarms logged during the analyzed period. Log file analysis report revealed that power consumption stayed within normal operating range with no alarms logged during the analyzed period. Review of the available autologs report revealed (B)(6) was in use for more than two (2) years. On-site inspection of the driveline boot cover revealed that the boot cover was stiff and unable to be moved. As a result, the reported event was confirmed. A driveline cover removal was performed to mitigate the conditions reported. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the driveline cover was hardened and it was difficult to pull back. The patient was admitted and servicing was performed. The driveline cover was removed from service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.